Manufacturer narrative:
(B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex tracheobronchial covered distal release stent was implanted to treat a large extrinsic malignant tumor in the airway during a tracheal stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed successfully. However, when the physician inspected the stent after placement via bronchoscopy, the physician noticed that two or three of the stent loops were bent and flaring inwards. The stent remains implanted and the procedure was reported to be completed. Reportedly, the physician was comfortable leaving the stent in place. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine. Reportedly, the patient was transferred to another hospital for chemotherapy and radiation.